Manufacturer narrative:
This report is associated with (B)(4), super poligrip (unspecified zinc free variant).

Event description:
The consumer said swallowing a lot of the poligrip [accidental device ingestion] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to super poligrip (unspecified zinc free variant). Additional details: this adverse event information was received on 08 november 2017. The consumer said swallowing a lot of the poligrip because his dentures need realignment. Wanted to know if it would hurt his system. The consumer stated to not worry about it and disconnected on follow up. The action taken with super poligrip was unknown.